Manufacturer narrative:
Date of event: estimated as the event date is unknown. Implant date: estimated as the date of the procedure is unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient had 2 small strokes post watchman procedure. The patient was homebound after this event.